Event description:
It was reported that the patient was hospitalized following syncope suspected to be due to loss of capture on the right ventricular (rv) lead. The physician suspected the inadequate capture was due to fibrosis on the rv lead. Diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.